Event description:
The user facility reported that the device was stuck in run in the operating room. There was no delay, no medical intervention, and no adverse consequences reported with this event.